Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that he was getting multiple no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.